Event description:
Pt said that when he turns on one of his cadd legacy pumps, it has an error code of 1720. If he takes the batteries out and put them back in it goes away. Serial number is (B)(4). New pump shipped to arrive (B)(6) 2017. The functioning pump and no harm to pt or doses missed. Dose or amount: 26ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to present.